Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV winged catheter needle would not retract when the button was pressed during use. The following information was provided by the initial reporter, translated from chinese: "when the patient is used for injection and infusion therapy, insert the needle into the appropriate position of the vein in the patient's body, press the button on the needle, the needle will spring back, the cannula is left in the patient's body for infusion, and the indwelling needle lacks protective parts."

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV winged catheter needle would not retract when the button was pressed during use. The following information was provided by the initial reporter, translated from chinese: "when the patient is used for injection and infusion therapy, insert the needle into the appropriate position of the vein in the patient's body, press the button on the needle, the needle will spring back, the cannula is left in the patient's body for infusion, and the indwelling needle lacks protective parts."